Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted secondary to calcification of all 3 leaflets resulting in aortic stenosis. A 21mm on-x valve was implanted. Per report, the patient was discharged on (B)(6) 2017.